Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during a patient infusion; further described as ¿did not run at all¿. The device had been filled with fluorouracil in 5% glucose. This was identified while connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from august 12, 2019 - august 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.